Event description:
It was reported that the right ventricular (rv) lead apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned and analyzed. The distal conductor was fractured, and the defib conductor was distorted. The inner tubing was kinked/buckled and the outer tubing overlay exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism.